Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The suggested event can be prevented by following below description in the operation manual chapter 8 troubleshooting and repair. Abnormal content: bacteria were detected in the culture test from rinsing the device. Cause: the life of each filter, the deterioration of the disinfectant, etc. Not implementation of water supply channel disinfection. How to deal with: chapter 3 inspection according to " inspection before use". If rinsed water is collected according to the " 7.5 microbiological surveillance" and bacteria are detected in the culture test again, please contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was not used after the first positive test and reprocessing was done multiple times. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The scope passed a leak test. Endofresh s detergent was used for manual cleaning. The instrument/suction channel, suction channel, and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. An olympus oer-5 automatic endoscope reprocessor (aer) was used with endoquick as the detergent and acecide as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality of the rinse water was controlled, and the water filter was replaced according to the instruction for use (IFU). The scope was dried by wiping with a clean towel/paper and stored without a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a culture test of the endoscope reprocessor rinse water detected common bacteria. The issue was found during maintenance. There was no reported patient harm or impact due to this event.